Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed passed. Receiver charge and boot tests were performed and passed. Functional tests were not performed due to system check error while performing tests. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional h2: additional information/device evaluation h3: device evaluated by manufacturer - additional h6: adverse event problem - additional.